Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving readings from his adc freestyle libre sensor that were believed to be erroneously high. He further reported that on (B)(6) 2019 he received an unspecified ¿high¿ reading, self-administered an unspecified amount of insulin in response to the reading and then experienced hypoglycemia. Customer noted he was ¿gasping and clutching¿ and subsequently had a seizure; so emergency personnel were contacted. Upon arrival, an unspecified ¿low¿ reading was received, and customer was treated with glucose via an unspecified route of administration. He also reported the following sensor vs meter comparisons, but it is unknown when they were received relative to the medical event: sensor: 237 mg/dl vs meter: 139 mg/dl, sensor: 230 mgd/l vs meter: 168 mg/dl and sensor: 280 mgd/l vs meter: 200 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving readings from his adc freestyle libre sensor that were believed to be erroneously high. He further reported that on (B)(6) 2019 he received an unspecified ¿high¿ reading, self-administered an unspecified amount of insulin in response to the reading and then experienced hypoglycemia. Customer noted he was ¿gasping and clutching¿ and subsequently had a seizure; so emergency personnel were contacted. Upon arrival, an unspecified ¿low¿ reading was received, and customer was treated with glucose via an unspecified route of administration. He also reported the following sensor vs meter comparisons, but it is unknown when they were received relative to the medical event: sensor: 237 mg/dl vs meter: 139 mg/dl, sensor: 230 mgd/l vs meter: 168 mg/dl and sensor: 280 mgd/l vs meter: 200 mg/dl. There was no report of death or permanent injury associated with this event.